Manufacturer narrative:
Correction/removal number: 1627487-12192011-003-r; 1627487-07262012-002-r. This ipg serial number is included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: the complaint for no communication was confirmed. As returned, the ipg would not communicate due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg passed all tests after being recovered.sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient did not recharge her ipg as recommended. In turn, the programmer and charger could no longer communicate with the ipg due to it being inoperable. Troubleshooting via the use of replacement external devices was unsuccessful. As a result, the patient underwent surgical intervention on (B)(6) 2015. Only the patient's ipg was explanted.